Event description:
It has been reported to philips that the system could not perform x-rays. The system was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the power distribution unit mains interface module and also performed intervention for problem with generator power supply which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not perform x-rays. Upon troubleshooting, fse found that problem was a bad contact with the power supply ny on the r cabinet. The contactor problem is causing the absence of l2 phase. Fse replaced pdu mains interface module. Review of the log file showed malfunction in the line-2 phase. Fse repaired this with new parts. After that the system was returned to use in good working order. The cause of the pdu mains interface module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu mains interface module by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome. Evaluation method code was corrected.